Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. The diamondback coronary orbital atherectomy system instructions for use manual states that dissection or perforation is a potential adverse event that may occur and/or require intervention. (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), a dissection and perforation occurred. The target lesion was located in the mid left anterior descending artery (lad) and was treated with three passes of the oad on low speed. Following atherectomy treatment, a spiral type d dissection was noted. The dissection was covered with a drug eluting stent. A portion of the stent was not expanded, and expansion was performed with a high pressure balloon. During the expansion, a perforation occurred. The prognosis of the patient was good.